Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While customer was in the emergency room (ER) due to a non-tandem infusion set issue, the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. Emergency room staff provided a sandwich to address bg. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.